Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: electrocautery-induced ventricular fibrillation during routine implantable cardioverter-defibrillator generator replacement. Europace. 2014;16(3):1099-5129.

Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter-defibrillator generator. During a routine generator replacement procedure due to it reaching the elective replacement indicator (eri), the pen used for electrocautery came in contact with the device. Arcing lasting ~one second occurred; the electrocautery stopped and the patient was noted to be in ventricular fibrillation (vf). Transthoracic cardioversion was successfully delivered sinus rhythm. Further follow up did not yet yield any additional relevant information regarding the event. The patient "suffered no long-term consequences from the intra-operative event."